Event description:
It was reported that the ventilator did not deliver flow with an audible alarm while connected to a pt. The pt was placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Results - the connection from the motor board to turbine was loose.